Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device failed a charge and boot test due to perpetual rebooting. Functional testing could not be performed in this state. The device was opened and the ui pcba was detached in order to succesfully download the data log. The data log was reviewed and firmware errors were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided for evaluation. The report of the receiver initializing without manual restart was confirmed via data. The root cause could not be determined.

Manufacturer narrative:
(B)(4).